Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in the moderately tortuous and moderately calcified forearm vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured second dilation at 8atm ithin 5 seconds. The device was then simply pulled out from the patient's body. There were no complications and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified no issues with device. The returned device was attached to an encore inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon pinhole approximately 8mm distal of the distal edge of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in the moderately tortuous and moderately calcified forearm vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured second dilation at 8atm ithin 5 seconds. The device was then simply pulled out from the patient's body. There were no complications and the patient's condition was good post procedure.